Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose was 201 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump went dead in the middle of blousing and it restarted by itself after about 50 seconds. Customer stated that in the middle of a bolus delivery, the insulin pump showed no active insulin when it came back on. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm noted during testing or in the long trace download file.